Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported by healthcare provider to have been discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors may have contributed to the event but the cause remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 27mm bioprosthetic mitral valve, implanted seven (7) years, six (6) months, twenty-four (24) days, was explanted due to severe mitral regurgitation and severe stenosis. The 27mm mitral valve was well seated. It was reported there was no evidence of endocarditis, but the leaflets were very stiff and calcified consistent with severe mitral stenosis. The patient also underwent re-do aortic valve replacement with a 23mm valve due to severe regurgitation and tricuspid valve repair with a 28mm annuloplasty ring due to severe tricuspid regurgitation. The explanted device was replaced with a 27mm mitral pericardial valve. The patient was put on ECMO support. It was reported good hemostasis was achieved, and the patient was transferred to the intensive care unit in critical condition.